Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1.5 years. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that speed reductions were observed on the history screen. A review of the system controller log file revealed a low speed hazard alarm with a pump speed of 2670 rpm at 3:46 pm on (B)(6) 2015. X-ray images of the patient's driveline were reviewed and an area of concern near the distal end bend relief was found. It was reported that the driveline may have been manipulated unintentionally during the clinic visit at the time of the event. A distal end driveline replacement was completed successfully on (B)(6) 2015. A short in the external portion of the driveline was observed during the distal end driveline replacement procedure. The patient was asymptomatic. No subsequent alarms or speed reductions have been reported.

Manufacturer narrative:
The reported low speed events were confirmed based on the information contained in the submitted system controller log file; however, a specific cause for the events could not be conclusively determined based on this evaluation. At the timestamp of (B)(6) 2015 at 3:46pm, the log file showed that the pump speed dropped below the low speed limit while the pump was operating on the power module, resulting in low speed hazard alarms. According to the timestamps, the system was operating below the low speed limit for about three seconds. Based on the manufacturer¿s previous complaint experience, the transient low speed events captured in the submitted log file appear consistent with a potential driveline wire compromise. A distal end driveline replacement was performed by a representative of the manufacturers¿ technical services team on 10/20/2015 and approximately 10 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned section of the driveline revealed no discontinuities. Upon removal of the outer silicone sleeve, several areas of breakdown of the metal braided shield were observed between the metal connector and approximately 4 inches from the metal connector. An additional area of slight breakdown of the braided shield was observed near the proximal end of the driveline at approximately 8 inches from the metal connector. The underlying wires appeared to be kinked in the areas of shield breakdown at approximately 3 inches and 8 inches from the metal connector; however, visual examination under a microscope found no areas of compromised wire insulation along the length of the returned portion of the driveline. The driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no area of compromised insulation was identified. The evaluation of the returned portion of the driveline did not reveal any issue that would have contributed to the low speed events captured in the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.